Manufacturer narrative:
The company field service engineer (fse)investigated the anesthesia workstation at the hospital. No deviations were found. The fse advised the hospital to replace the manual/automatic ventilation switch preventative but the hospital has refused to do so despite several attempts to persuade them. The device logs were saved and reviewed. The technical log has no technical error codes that would indicate a malfunction. The event log has several switches between manual and automatic ventilation but it is not possible to draw any conclusions from it. In case of a switch from manual to automatic ventilation without user interaction, the machine will unintentionally stop ventilating automatically but the new ventilation mode will be shown on the screen. Based on the above information, we have not been able to determine the cause of the reported event.

Event description:
(B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation switched from automatic ventilation to manual ventilation without user interaction. There was no injury reported. (B)(4).